Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a loose drive support cap. It was reported that the customer's blood glucose was 370mg/dl. No further information provided.